Manufacturer narrative:
Investigation including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance when add'l reportable info becomes available. (B)(4).

Event description:
A surgeon reported that the cutter did not move at 2500 cpm, and could move at a lower rate of 1500, but the aspiration was poor. No harm to the pt was reported.